Event description:
It was reported that during a lsh procedure, the instrument had an error code 5 on the generator. All trouble shooting guide procedures were followed. Instrument continues to fail. No pt consequence. Another instrument was used to complete the case.